Manufacturer narrative:
No other complaints in lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient developed macula edema and medication was prescribed. It was reported symptoms are continuing.